Manufacturer narrative:
The target device returned is regarded to be the primary product. Deviations in the inspection documents were not found. The device returned passed the pre-operative function test as intended. Neither a proximal miss targeting nor a distal miss targeting could be confirmed. Although the connecting rim of the reception was damaged function test revealed that the sleeve could be held as intended but should not be used any longer due to damage found. The breakage surface at the connecting rim of the reception shows typical traces of a brittle breakage like no plastic deformation which suggests that sudden force was applied. Furthermore, pre-damage in former surgeries cannot be excluded. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is linked to improper handling at user site. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The carbon of the target device is broken. Miss drilling at the femoral head screw during medical procedure.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The carbon of the target device is broken. Miss drilling at the femoral head screw during medical procedure.